Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 09/22/2022 with MFR# 3004753838-2022- 176611.